Manufacturer narrative:
Date sent to the FDA: 06/10/2014. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal urethropexy, hysteroscopic d&c, endometrial ablation and laparoscopic btl due to sui, menorrhagia, dysmenorrhea, dysfunctional uterine bleeding and elective sterilization.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy due to menorrhagia, dysmenorrhea, uterine fibroids and endometrial hyperplasia on (B)(6) 2007.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/15/2016.